Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported a1 (cartridge low) alert was displayed on the infusion device at 2 pm on (B)(6) 2011. The pt confirmed the alert but was at work and was unable to changed the insulin cartridge. The pt then forgot to change the cartridge and went out and began to feel unwell at 8:45 pm. Her blood glucose measured 25 mmol/l (450 mg/dl) and she found the insulin cartridge was empty. The pt reviewed the alarm history and found that no e1 (cartridge empty) error was listed. The pt changed the insulin cartridge to lower her blood glucose. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.